Event description:
(B)(4): I had a right knee total replacement done with huge complications. Severe pain, swelling, very little mobility. The doctor did a manipulation with no results. She told me it was scar tissue, give it one to two years, it will get better. Got second opinion. That doctor also did a manipulation and a scope said give it time at least a year, its' just scar tissue. In the mean time, I am going broke, unable to take care of our. I had to hire extra help to take my place for six months so far. Went and got third opinion. This doctor said it appeared to be an allergic reaction, but does not pay for the blood test. I agreed to pay up front for the test. "The test came back five things in my new knee. "I was allergic to the highest was titanium now". I'm scheduled for another replacement, "if this doctor did nothing like the other two, I would never walk again". This affected my heart, kidneys, and pancreas and they told me to give it time; one to two years. Don't understand why any one would have to go through this to be able to walk after a knee replacement. Three doctors were willing to do nothing at all, but bill me time and time again to go to their office just to say give it time. "Now I'm about to loose the that has been in the family for this is not right;" all they had to do was a blood test. Stryker implant therapy started 2013 and finished 2012. Reason for use: right knee wore out. Update as per patient doa (B)(6) 2013: it was reported by the patient that he had revision surgery on (B)(6) 2013. Patient states that the implant was in his right knee. Patient also reports that the pain started three days after the first surgery and never went away. The pain started above the knee to the top of his ankle.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.